Manufacturer narrative:
Based on the claim against the product by the customer noting there was an error on the e-100, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse was able to replicate the reported issue. The isi fse replaced e-100 generator to resolve the issue. The system was tested and verified as ready for use. The e-100 was analyzed and found to have no issues. The e-100 generator found no issues related to the reported complaint. The product was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. The complaint regarding errors on e-100 was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted hemicolectomy-right surgical procedure, there was an error on the e-100. The caller stated that the leds were an amber flashing anytime they tried to plug in an instrument. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and found no related errors. The operating room (or) staff proceeded with the case with vessel sealer plugged into erbe. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with the erbe.